Event description:
Customer reported the video on the monitor is flickering. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the interconnect cable and connector. System operates as intended. This MDR is related to ge healthcare complaint.